Manufacturer narrative:
(B)(4). Additional h3 investigation summary: it was received for analysis an empty opened foil, a detached needle and a dispensed suture of product code sxpp1a406, lot mcz936. During the visual inspection of the needle, the swage and attachment area were as expected, and remnant of the suture was noted into the barrel hole and slightly marks were observed on the edge of the needle that appears to be by the use of a surgical instrument. In addition, the end of the suture was cut appears to be by use of the surgical instrument. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition the assignable of the pull off suture needle, suggest an improper handling of the sample.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device mcz936 number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a myomectomy procedure on (B)(6) 2019 and the suture was used. During the procedure, pull off suture needle occurred. Another like device used to complete the procedure. There were no patient consequences reported.